Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The device was returned in two pieces as the shaft had broken at the proximal end of the proximal balloon cone. The distal section of broken shaft (including the balloon) was returned inside a 7 fr introducer sheath with approximately 18 mm of the distal part of the shaft remaining outside of the introducer sheath. During analysis, the distal shaft was able to be removed without issue. It was noted that approximately 11 mm of two blades and blade pads were lifted from the proximal balloon body. The damage noted to the shaft and blades during analysis were likely caused as a result of the device encountering resistance during withdrawal from the introducer sheath. Solidified blood was present throughout the balloon. The outer was severely stretched and accordioned for a distance of 95 mm from the distal end of the break site. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The distal tip of the introducer sheath was flared and damaged and was kinked at 10 mm proximal to its distal end which is evidence of resistance encountered between the cutting balloon and sheath during removal from the patient. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a vessel rupture occurred and the balloon separated from the shaft. An 8.00mm / 2.0cm / 90cm otw 2cm peripheral cutting balloon&#10263;as selected to treat the target lesion located in the superficial femoral artery (sfa). During the procedure, when the balloon was inflated to 4atm, it was noted that the vessel had ruptured. The physician tried to retrieve the balloon catheter; however, it was noted that the balloon was stuck inside the sheath. It was then noted the balloon was separated from the shaft. The physician removed the shaft first and then the balloon was retrieved manually using surgical scissors. After the device was removed from the patient, a mustang balloon catheter was used to treat the ruptured vessel. No further patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vessel rupture occurred and the balloon separated from the shaft. An 8.00mm / 2.0cm / 90cm otw 2cm peripheral cutting balloon was selected to treat the target lesion located in the superficial femoral artery (sfa). During the procedure, when the balloon was inflated to 4atm, it was noted that the vessel had ruptured. The physician tried to retrieve the balloon catheter; however, it was noted that the balloon was stuck inside the sheath. It was then noted the balloon was separated from the shaft. The physician removed the shaft first and then the balloon was retrieved manually using surgical scissors. After the device was removed from the patient, a mustang balloon catheter was used to treat the ruptured vessel. No further patient complications were reported and the patient's condition is stable.